Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The oad, original saline line and guidewire were returned for evaluation. The initial examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. The distal fractured segment of the driveshaft and tip bushing were engaged over the proximal spring tip adhesive bond site. There was some biological material observed on the driveshaft filars at the proximal edge of the crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter of the driveshaft and crown were found to meet specifications. The fractured driveshaft sections were sent for scanning electron microscope (sem) analysis. Sem analysis confirmed fatigue striations on the fractured faces of the driveshaft filars. Examination of the guidewire did not reveal any damage. The spring tip proximal solder bond did not exhibit any extensive damage or signs of being spun over. The control knob was loose and traveled smoothly. The returned guidewire was loaded through the proximal fractured section of the device without issue. When tested using an in-house saline pump, the device spun at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. Treatment of a heavily calcified lesion was performed with the oad using three passes at low speed and one pass at high speed. A change in the sound of the device was noted and upon retracting the oad it was found to be stuck on the guidewire. The wire and oad were removed simultaneously. After removal of the device from the patient, the tip of the oad was noted to have detached. The procedure was completed with balloon angioplasty and stent placement and the patient remained stable with no adverse consequences.